Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during an implant surgery on 6 august 2020, the patient had a panic attack. As a result, the lead was pulled out and the surgery was abandoned. The issue resolved.